Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing, loss of capture, and loss of pacing were observed during follow-up. When the patient presented in the operating room to check on the lead, x-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient received no consequences.